Event description:
Edwards received notification that a 78-years-old patient with a 3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an unknown implant duration for unknown reason. A 23mm transcatheter valve was implanted within the existing edwards surgical device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, b5, b7, d4 (serial number, expiration date), g3, h4, h6 (component code, clinical code, device code, type of investigation, investigation findings, investigation conclusions) the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia.

Event description:
Edwards received notification that a 78-years-old patient with a 3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of two (2) years and nine (9) months due to valve degeneration leading to severe stenosis and mild regurgitation. The patient was experiencing dyspnea (nyha iii). A 23mm transcatheter valve was implanted within the existing edwards surgical device. The patient was noted as to be discharged home.